Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported the nurse hung a new bottle of propofol (10mg/ml concentration) and programmed the infusion to run at 55mcg/kg/min (33 ml/hr). The nurse came to check on the infusion about 45 minutes later and the 100ml bottle of propofol was found empty. There was no evidence of leaking. The pump had reported to have only given 17ml of volume from channel b. The patient's vital signs stayed stable. The clinician held the propofol and checked the vital signs frequently. Patient stayed stable. There was patient involvement but no harm and the patient stayed stable without the need for levophed infusion.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the nurse hung a new bottle of propofol (10mg/ml concentration) and programmed the infusion to run at 55mcg/kg/min (33 ml/hr). The nurse came to check on the infusion about 45 minutes later and the 100ml bottle of propofol was found empty. There was no evidence of leaking. The pump had reported to have only given 17ml of volume from channel b. The patient's vital signs stayed stable. The clinician held the propofol and checked the vital signs frequently. Patient stayed stable. There was patient involvement but no harm and the patient stayed stable without the need for levophed infusion.